Event description:
It was reported by service report that the manual release handle was broken and the switches were torn, exposing the electronics board. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Manual release handle.